Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) initiated a norepinephrine infusion without user input, resulting in an over infusion. It was stated that a code purple was initiated due to a low blood pressure, with a reported mean arterial pressure (map) of 40 mmhg. The bedside nurse intended to resume a norepinephrine infusion (16mg/500ml) that had been paused with approximately 420ml remaining in the bag; however, it was subsequently observed that the infusion bag was empty despite the pump reportedly being in a paused state. The patient was also reported to be hypertensive while norepinephrine infusion was paused. No additional information is available.